Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon transected the round ligament. The ez35w was fired and 3 rows of staples were noted with each staple line. The surgeon cut between the staple lines. The area was observed to be hemostatic. Approximately 30 minutes later the surgeon observed bleeding along the staple line of the left ovarian ligament. A bovie was used to coagulate the bleeding. The device was from a tray, lot #j42nii. Rep. Will be returning six reloads due to not knowing which firing the bleeding occurred with. There was no consequence to the patient.